Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal varices ligation procedure performed on (B)(6) 2022. During the procedure, the plastic spool on the handle unit can be rotated; however, the first band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal varices ligation procedure performed on (B)(6) 2022. During the procedure, the plastic spool on the handle unit can be rotated; however, the first band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator head had seven bands attached and some bands were moved and overlapped, and one band was broken. The trip wire was secured. The suture thread was intact and it was attached to the distal trip wire loop. Some of the ligator housing head teeth were bent. A functional evaluation was performed by rotating the handle knob. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved and overlapped, and one band was broken. These suggest that the device could not deploy. These conditions could have been generated due to user manipulation during preparation, some technique performed during procedure and/or even anatomical factors. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands, which may have caused that some bands got overlapped within each other and broken. It is possible that these difficulties encountered could have damaged/bent the ligator head teeth. The most probable root cause of this complaint is adverse event related to procedure.